Event description:
Reporter indicated that device was explanted because a blood clot had made its way into the device and created an insulator. The current was not making a connection to the leads, therefore the current was not getting to the brain.